Event description:
Procedure: thoracic. Reportedly, after the instrument was fired using neoveil reinforcement material, the surgeon pulled back the return knob, but jaws would not open. While the surgeon was trying to remove the device, the sulu disengaged from the instrument. The surgeon then removed the instrument by cutting the pt tissue around the jaws and treating the tissue with hand sewing.